Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error 42. The record did not indicate any adverse impact on the customer¿s blood glucose level. Technical support provided guidance on how to reset the pump, and the customer successfully started their sensor session without encountering the error again.